Event description:
A malfunction was reported by the customer, displaying a malfunction code labeled as malf 0. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which successfully resolved the issue, and the customer was advised to contact support if the malfunction recurred. The customer acknowledged and understood the guidance provided.